Event description:
It was reported that during an extensor hallucis longus transfer for hallux varus, the physician utilized two speedlock knotless implants. Upon implant, the sutures were tensioned, however, the physician was unable to disengage the implants from the inserter handle. The implants were removed from the site and the procedure was completed using an alternative method, which lead to a 30 minute surgical delay. No pt complications were reported as a result of the event.

Manufacturer narrative:
The pt's age and gender were requested but were not received. (B)(4).